Event description:
The pump reportedly gave a malfunction 24 alarm code during an ambulance transport from facility to facility. The paramedic accompanying the pt states the device had been plugged in prior to transport, and it was also plugged into the ambulance power supply. The pump was infusing a nitroglycerin drip that was being titrated. When the pump alarmed, the pt experienced an increase in chest discomfort. The paramedic then manually regulated gravity flow of the nitroglycerin and the pt's chest discomfort returned to baseline. Transport was completed without further incident.

Manufacturer narrative:
The reported complaint was confirmed. The incident was caused by a depleted battery (improperly maintained). The device indicated the last time it was charged/replaced was in 12/92. The frequency of death or serious injury due to a battery problem for the lifecare 5000 is approximately 0.002/million sets.